Event description:
It was reported that during the insertion of foley catheter, an alleged resistance was noted in the attempt to inflate the balloon. In the attempt to deflate the balloon, the fluid would allegedly not return and the foley was not able to be removed. It was further reported that the staff tried cutting the fluid channel to release the fluid with no success. Supposedly, a metal stylet was inserted into the foley and it was successfully removed. The balloon allegedly had no fluid in it when it was removed.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. The reported failure was able to be reproduced. The product had cause the reported failure. The failure was caused by the misuse of product. The root cause of this failure mode could be over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during the insertion of foley catheter, an alleged resistance was noted in the attempt to inflate the balloon. In the attempt to deflate the balloon, the fluid would allegedly not return and the foley was not able to be removed. It was further reported that the staff tried cutting the fluid channel to release the fluid with no success. Supposedly, a metal stylet was inserted into the foley and it was successfully removed. The balloon allegedly had no fluid in it when it was removed.